Event description:
Customer reported leak in a blood set tubing, stating that the tubing split crosswise above the pumping segment in the stiffer pvc portion of the set, not in the soft silicone segment. There was no pt harm. No additional info was available.

Manufacturer narrative:
(B)(4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.